Event description:
Two stents became dislodged from catheter during catheter manipulation. One located in artery and stent deployed. The second dislodged in the iliac and was not found. Pt discharged in good shape.